Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Upon examination it was noted that when pressing the pump it stayed dimpled; therefore, a surgical procedure was performed to removed and replaced the component. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump visually inspected, leak tested, and functionally tested. During visual inspection, it was noted that the tubing was cut down to the pump block; therefore, the tubing was not returned for analysis. No leaks were identified; however, the pump did not pass the functional test. Based on the information available and analysis results, the pump not passing the functional testing could have caused or contributed to the reported clinical observation of the pump staying dimpled; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Upon examination it was noted that when pressing the pump it stayed dimpled; therefore, a surgical procedure was performed to removed and replaced the component. There were no patient complications reported.